Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate during pretest, the catheter balloon did deflate but it took longer than it should.

Event description:
It was reported that the catheter balloon was difficult to deflate during pretest, the catheter balloon did deflate but it took longer than it should.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The device was used for treatment. The device met specifications. The device was not related to the reported failure as the failure was unconfirmed. Visual evaluation of the sample noted one temperature sensing catheter with cut portion of inlet tubing. The balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon's concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing within 45 seconds. The active length of the catheter balloon was measured (0.7475") and found to be within specification (0.6"-0.9"). The balloon was dissected to measure the inflation notch distance, which was measured to be 1.2950" from tip to center of inflation notch this was within the specification (1.29" ± 0.01") according to the standard. The catheter was confirmed to be 14 fr. Although the reported failure was unconfirmed, the most likely potential root cause could be aspiration. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver-containing catheter". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.